Manufacturer narrative:
Bayer service performed a site visit and replaced the aioc (all-in-one computer) and the power supply which restored the system to normal operation. Bayer product analysis received and examined the returned aioc and power supply. Visual examination found the hard drive power cable insulation was thermally degraded. Our investigation determined that a high current condition within the display module had occurred which caused material deformation and degradation of the surrounding plastic connectors and wiring insulation. This reported issue was previously investigated and was the subject of an august 3, 2016, field safety notice recalling affected certegra® workstation all-in-one computers (aioc) that are used in conjunction with the medrad® stellant® CT injection system.

Event description:
A customer reported that a "smoke" smell was observed coming from the stellant w/certegra injector system. The customer powered down the unit and placed a service call. There was no staff or patient injury.